Event description:
It was reported that during an ureteroscopy, the tip of the fiber broke off. The fiber fragment was retrieved from the patient with a basket. The procedure was able to be completed with the same device. It was indicated that the fiber was being used at 18hz at the time of the detachment; additionally, a significant deflection was required to reach the treatment site. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this lighttrail fiber underwent a thorough analysis. Visual analysis of the fiber identified the glass tip appeared to be broken. Additionally, the fiber jacket had a burn back. The light for the connector was bright and round, indicating there were no fractures within the fiber connector. Once the fiber was connected to the console a message was displayed indicating fiber may not be used anymore. Please connect new fiber. - code 1101. Based on the information available and analysis results, the reported allegation of a fiber tip break was confirmed.

Event description:
It was reported that during an ureteroscopy, the tip of the fiber broke off. The fiber fragment was retrieved from the patient with a basket. The procedure was able to be completed with the same device. It was indicated that the fiber was being used at 18hz at the time of the detachment; additionally, a significant deflection was required to reach the treatment site. There were no patient complications.